Event description:
Lap rouxen-y- "the first 2 clips in the clip applier scissored and the rest of the clips scissored randomly throughout the use of the clip applier for all 20 clips." Type of intervention- "n/a". Patient status- "normal".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The root cause could not be determined as the unit was locked out and could not be evaluated for functionality. The unit was disassembled for further evaluation and met all specifications. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.